Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted a new sensor and is now getting a lost sensor alarm. Customer's blood glucose is 4.8 mmol/l. Customer stated that when she reattached the transmitter to the serter it was not blinking green. Customer was advised to remove the sensor. Customer stated that there is no electrode and it is stuck to the sensor. Customer was advised that a replacement serter and sensor will be sent.